Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) novum iq large volume pumps underinfused medication during therapy. The pumps alerted of completed infusion but almost half of the medication remained in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.